Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30427213m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a cardiac ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30427213m) and suffered a cardiac tamponade requiring pericardiocentesis. After he first ablation with an thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30422958m) sensor error 105 was displayed on the carto 3 system. The cable was replaced, but the issue continued. The catheter was replaced and the issue resolved. It was also reported that while using the replacement catheter (lot #: 30427213m), cardiac tamponade was confirmed by a coronary sinus catheter (competitor¿s product). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Prolonged hospitalization was required. Patient¿s condition improved and she was discharged on (B)(6) 2020. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The magnetic sensor issue under the thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30422958m) was assessed as not MDR reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto 3 system. The user will have to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30427213m). The event was life threatening and required medical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure and therefore, assessed as a serious injury.